Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post sensed t wave oversensing leading to inappropriate atp therapy. Programming changes were recommended but not yet completed. The patient was stable.